Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user discontinued use of the ilet because it was not a good fit, planned to transition to multiple daily injections in preparation for a liver transplant with a blood glucose level recorded at 366 mg/dl, and requested guidance on silencing app alarms. Customer care provided assistance with information during conversation with the user that there is a chance that the user was allergic to the adhesive; no device malfunction was identified, and the device problem was characterized as insufficient information. Investigation of this case revealed no findings available, with the device problem remaining unspecified and the implicated component listed as insufficient information. Symptoms included diarrhea and vomiting associated with hyperglycemia. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.